Event description:
The customer stated that an incorrect fuse was installed in the cell-dyn analyzer. The correct fuse will be shipped to the customer to resolve the issue. No impact to patient management or user safety was reported.

Event description:
It was reported that during an unknown procedure, the device fired malformed clips and then locked out and would not fire. No other information was available at this time. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws broken. The analysis results found that the device was returned empty with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. In addition, the orange indicator was noted to be over traveled. These findings are not related with the incident reported. The event reported could not be confirmed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.